Event description:
Starclose device failure (operator vs product). Physician put starclose sheath in and snapped with step 1. Step 2 clicked and noticed metal piece on tip was down at that time and slider of step 3 was already advanced part of the way. He then pulled it straight out and got another device that worked properly. (Staff words..I was not present).